Event description:
Patient reported obtaining back to back blood glucose results of 425 mg/dl and 115 mg/dl, while using the suspect device. Patient indicated that she had skipped lunch and was feeling hypoglycemic. Patient reportedly self treated by drinking orange juice and eating. No pt injury was reported. Prior to calling technical support, patient reportedly performed quality control tests on the suspect device. Patient stated that the level 2 control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.